Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the air/water nozzle of the device is clogged with foreign material. Other observations for the device are: light guide lens is cracked; objective lens is scratched; distal end rubber coating (a-rubber) glue is separated and worn; bending tube is shortened; metal braid is cut; connecting tube has wrinkles; coloring on s-cylinder is peeling off and key top 1 is cut. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of weak air/water function. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the air/water nozzle of the device is clogged with foreign material. This medwatch is being submitted for the reportable issue of the foreign material found in the air/water nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the users reprocessing method differed from that of the instructions for use (IFU). The event can be detected by following the IFU which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The event can be prevented by following the IFU which state: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.